Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing/recovery with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced poor sleeve function after use. The following information was provided by the initial reporter: during health checkups, blood leaked when the hcp pulled the tube out after blood collection. Since blood was drawn properly, it doesn't seem that the tube was inserted diagonally. The concerned tube was not a film tube.